Event description:
St jude became aware through the following physician that the pt expired, reason unk. Co subsequently requested and rec'd a death certificate. The death certificate lists sudden cardiac as the immediate cause of death with cardiomyopathy and ischemic heart disease as conditions leading to the sudden cardiac death. No details regarding cause of death were attainable from the pts physician. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.